Manufacturer narrative:
Corrected information. The aware date for follow up number 004 should have been 2020-03-10 and not 2020-03-11. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 96 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that a month ago the patient had withdrawal symptoms and this week he was having his pump replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4) therapeutics that reported the patient¿s medical history included diagnosis of spastic cerebral palsy. The concomitant medications the patient was taking was alprazolam, baclofen, clonazepam, diazepam, enema, keppra, miralax, odansetron, oxcarbazepine, senna and trazadone. Early (B)(6) had questionable withdrawal symptoms and went to the hospital. The patient was hospitalized (B)(6) 2020 through (B)(6) 2020. On (B)(6) 2020 the patient had a spiral CT contrast; normal. The patient¿s current status was improved, doing well at home per the patient¿s mother, legs, tight but no withdrawal symptoms. No further complications were reported regarding the event.

Manufacturer narrative:
No code available ((B)(4)) is being used for rhabdomyolysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported the patient had withdrawal symptoms approximately one month ago including rhabdomyolysis. Per mom, the patient was currently in the hospital. The hcp was unsure of the cause of the issue. The hcp did a side port access on (B)(6) 2020 and only got bubbles. The patient was referred to neurosurgery and surgery was planned for (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, product type: catheter; patient codes have been updated to include c50659. Conclusion code 22 no longer applies to this event and has been updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It reported the patient was experiencing signs of withdrawal such as increased spasticity. The patient's pump was implanted on (B)(6) 2015 and thought there might be a possible issue with the catheter. A side-port aspiration was done bedside and they couldn't get any cerebrospinal fluid (csf) out. The patient was brought to surgery and they pulled back on the side-port with a catheter access port kit and were easily able to draw back 3 cc's to clear the catheter. The pump was replaced and a new pump was connected to the existing catheter and they were able to pull back csf easily. They left everything the same with the catheter. The issue was resolved at the time of this report. The patient's status was alive - no injury. Lioresal dosing was noted to be 600.4 mcg/day.

Manufacturer narrative:
Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot# (B)(4), ubd 2017-02-03, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.